Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of the continuous beeping is a main computer board failure, and the noise is most likely the motor; however, this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported that the patient had issues with her cassettes and the pump giving a weird noise. Patient had to go to hospital because of pump issues previously (exact dates of event not provided, length of stay not provided). It is unable to be determined if cassette issue or pump issue. Unknown if patient was hospitalized due to event or if was only seen in emergency error. Unknown if patient was using impacted recalled lot at time pump issue was experienced. No further information available.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.